Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with a reported maximum diameter of 63 mm and was implanted with four gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up ultrasound reported the maximum diameter of the aneurysm measured 65.3mm on (B)(6) 2018, the patient underwent reintervention and endovascular embolization was performed.

Manufacturer narrative:
(B)(4). Other relevant history: patient medical history includes but is not limited to: hypercholesterolemia, hypertension.